Event description:
It was reported that, the 980 ventilator generated an error which rendered the unit inoperable. There was no patient involvement at the time of the event. The covidien service engineer (se) inspected the device and was not able to duplicate the reported issue. The se performed extended self-testing on the device and all tests passed.